Event description:
The zmr revision device had a faulty locking mechnism. The device failed to function the way it was intended. An extended trochanteric osteotomy wtih femoral episotomy to ultimately remove this device was performed. This resulted in prolonged surgery and the pt was taken to critical care. Device given to the MFR rep by the surgeon.